Manufacturer narrative:
D5, corrected data: initial report inadvertently submitted the incorrect operator of device.

Event description:
Additional information was received that the patient completed a two-week antibiotic course and the infection resolved.

Event description:
It was reported that the patient had an infection. The device historical records were reviewed for the patient's generator and lead. The devices passed all functional checks and were sterilized prior to implant. Device return and evaluation is not necessary because the reported event is not related to the functionality or delivery of therapy of the device no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.